Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found that it passed the work order. Analysis of the software 9733808 dicom q/r (unknown serial/lot #) found that the anomaly is tracked through test track 8005 and references to this case have been added to that record. Product event summary #s7 sr manager failure product analysis # (B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: work order passed. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that there were issues with sr manager. Received sr manager failure when trying to use dicom q/r standalone application. No patient was present at the time.